Manufacturer narrative:
The insulin pump was received with constant alarm due to a faulty electrical component on the radio frequency board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate with glucose meter, test minilink and the glucose sensor simulator to confirm lost sensor alarm, low reservoir alarm and low battery alarm or download to carelink pro due to constant a64 alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed radio frequency failed self test alarm. Customer's blood glucose was 133 mg/dl. During troubleshooting, found radio frequency failed self test alarms and signal too low alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.